Event description:
Received info regarding an "occlusion" alarm and a "cartridge alarm 1" during basal delivery. Customer's blood glucose level was 411 mg/dl. Reportedly, the customer administered a manual injection. It was reported the cartridge had been in use for 8 days. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
Per tandem's t:slim user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog(r) was tested for up to 72 hours. No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.